Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8120700. Model: sc-8120-70. Serial: (B)(4). Batch: 171568a.

Event description:
It was reported that the patient was experiencing headaches and was admitted to the hospital. A computed tomography (CT) scan was taken in order to evaluate cause of headaches and the result showed a lead fracture. The patient was also experiencing inadequate pain relief. Upon device interrogation, it was found that the patients leads had high impedances.

Event description:
It was reported that the patient was experiencing headaches and was admitted to the hospital. A computed tomography (CT) scan was taken in order to evaluate cause of headaches and the result showed a lead fracture. The patient was also experiencing inadequate pain relief. Upon device interrogation, it was found that the patients leads had high impedances. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads will not be returned as it was kept by the medical facility.